Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination of the glass cap identified a circumferential fracture at the distal side of the fiber and cap fusion zone at the bevel edge, the potential for forward firing exists. The fiber proximal to the fracture can rotate independently of the metal cap. The glass cap exhibits moderate devitrification at the output window. Fiber tip devitrification is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe burned debris adhesion on the surface. Based on the observed circumferential fracture the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the customer had a defective fiber. The fiber was returned and analysis revealed that the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Due to the circumferential fracture, the potential for forward firing exists.